Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 22-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('abdominal and pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient experienced fibromyalgia ("fibromyalgia"), 7 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), restless legs syndrome ("restless leg syndrome"), urinary incontinence ("urine leakage"), migraine ("migraines"), sinusitis ("sinusitis"), dizziness ("dizziness"), balance disorder ("loss of balance"), insomnia ("insomnia"), fatigue ("constant fatigue"), anxiety ("anxiety"), paraesthesia ("pareaesthesia"), adenomyosis ("adenomyosis"), abdominal pain ("abdominal and pelvic pain"), hyperhidrosis ("sweating"), amnesia ("memory loss"), speech disorder ("difficulty to speaking"), hyperaesthesia ("hypersensitivity to touch and to noise"), hyperacusis ("hypersensitivity to touch and to noise") and irritability ("irritability"). The patient was treated with surgery (essure removal by total hysterectomy and bilateral salpingectomy on 30-set-2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, musculoskeletal pain, restless legs syndrome, urinary incontinence, migraine, sinusitis, dizziness, balance disorder, insomnia, fatigue, anxiety, paraesthesia, adenomyosis, abdominal pain, hyperhidrosis, amnesia, speech disorder, hyperaesthesia, hyperacusis, irritability and fibromyalgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, amnesia, anxiety, balance disorder, dizziness, fatigue, fibromyalgia, hyperacusis, hyperaesthesia, hyperhidrosis, insomnia, irritability, migraine, musculoskeletal pain, paraesthesia, pelvic pain, restless legs syndrome, sinusitis, speech disorder and urinary incontinence with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 22-oct-2020. The most recent information was received on 29-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('abdominal and pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient experienced fibromyalgia ("fibromyalgia"), 7 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), restless legs syndrome ("restless leg syndrome"), urinary incontinence ("urine leakage"), migraine ("migraines"), sinusitis ("sinusitis"), dizziness ("dizziness"), balance disorder ("loss of balance"), insomnia ("insomnia"), fatigue ("constant fatigue"), anxiety ("anxiety"), paraesthesia ("paraesthesia"), adenomyosis ("adenomyosis"), abdominal pain ("abdominal and pelvic pain"), hyperhidrosis ("sweating"), amnesia ("memory loss"), speech disorder ("difficulty to speaking"), hyperaesthesia ("hypersensitivity to touch and to noise"), hyperacusis ("hypersensitivity to touch and to noise") and irritability ("irritability"). The patient was treated with surgery (essure removal by total hysterectomy and bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, musculoskeletal pain, restless legs syndrome, urinary incontinence, migraine, sinusitis, dizziness, balance disorder, insomnia, fatigue, anxiety, paraesthesia, adenomyosis, abdominal pain, hyperhidrosis, amnesia, speech disorder, hyperaesthesia, hyperacusis, irritability and fibromyalgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, amnesia, anxiety, balance disorder, dizziness, fatigue, fibromyalgia, hyperacusis, hyperaesthesia, hyperhidrosis, insomnia, irritability, migraine, musculoskeletal pain, paraesthesia, pelvic pain, restless legs syndrome, sinusitis, speech disorder and urinary incontinence with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.